Event description:
It was reported that during the course of a procedure the pt experienced unintended sensory stimulation. There were no adverse consequences related to the event. There was no medical intervention required and no surgical delay.

Manufacturer narrative:
The device will not be returned to the MFR for eval.